Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not available for reporting. This report is for one (1) 5.0mm locking screw, part#, lot# and UDI # are not available device is not expected to be returned for manufacturer review/investigation. PMA/510(k) number is unknown, as specific part and lot numbers for the 5.0mm locking screw were not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a distal femoral nail, two 6.0mm locking screws, and one 5.0mm locking screw on (B)(6) 2015 to treat a displaced and comminuted right femur fracture. On an unknown date, it was identified that the patient had developed a non-union of the fracture and requested surgical management. On (B)(6) 2016, the patient was returned to the operating room to remove the 5.0mm locking screw from the dynamic hole of the nail and further dynamize the nail. The procedure was completed successfully and the patient is stable. This report is for one (1) 5.0mm locking screw. This is report 3 of 3 for (B)(4).